Event description:
It was reported that the gastrointestinal videoscope had fuzzy lines on the screen. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (black screen), a sticky substance in the air/water nozzle and a sticky residue on the distal end plastic cover. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the fuzzy image and no image being displayed was a faulty plug unit. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.